Event description:
Reportedly, during interrogation, the subject ICD was in safety mode. Preliminary analysis showed that the device reset was related to the detection of corrupted data in device memory. Only one bit was corrupted, most certainly due to a telemetry error. Normal device operation after the reset was confirmed.

Event description:
Reportedly, during interrogation, the subject ICD was in safety mode. Preliminary analysis showed that the device reset was related to the detection of corrupted data in device memory. Only one bit was corrupted, most certainly due to a telemetry error. Normal device operation after the reset was confirmed.